Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had insulin leaked from the reservoir into the insulin pump and insulin pump shut down. Customer¿s blood glucose was 371mg/dl at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. No moisture damage on electronic assembly during visual inspection.